Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury (arrhythmia) was unable to be determined due to insufficient clinical details. The cause of the injury (renal failure) was not determined due to insufficient clinical details. The root cause of the hemolysis was not determined due to inconclusive evidence from the clinical details and unreturned product and logs for further investigation.

Event description:
A 64 year old male was admitted for a myocardial infarction and presented to cardiac surgery for multivessel disease. An impella cp was placed to stabilize the patient before surgery. Initially, urine color and hemolyzed laboratory samples were suggestive of hemolysis while simultaneously, the patient suffered an acute kidney injury responsive to diuretics. The next day, the hemolysis had resolved. After days of support, the patient suffered ventricular tachycardia requiring defibrillation. Following 6 days of support, the pump was successfully weaned and removed.

Manufacturer narrative:
B1: added product problem. B5: correction: all the information in the initial b5 is incorrect. That information does not pertain to this complaint; the patient did not expire. Additional information: echocardiogram was completed to confirm position; impella position was confirmed to be appropriate. Turned down p-level to mitigate hemolysis. Hemolysis resolved, urine was clear yellow up until impella was explanted. No other episodes of ventricular tachycardia (vt) occurred for the duration device was in place. Patient ultimately turned down for coronary artery bypass surgery (CABG) and had percutaneous coronary intervention (pci) completed and impella explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 86 year old male was admitted in cardiogenic shock. Arriving in the catheter laboratory, the patient went into ventricular fibrillation and was shocked. Due to growing anxiety, the patient required intubation, but became again severely hemodynamically unstable requiring resuscitation. Placement of an impella cp was attempted, but the introducer sheath kinked after the dilator was removed due to a 90 degree turn in vessel anatomy. The sheath was exchanged and impella placed and started under continued ressucitation. The patient was sent to the intensive care unit for further management but continued to decompensate and ultimately expired. Death most likely to be caused by the underlying disease as they required resuscitiation prior to and during initiation of support.